Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the channel clogged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: channel clogged. A root cause could not be identified. A review of the DHR is not required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.